Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a stingray lp balloon catheter with an unidentified stopcock attached to the hub. The balloon, markerbands, proximal bond, shaft, and tip were microscopically examined. There is a kink at the strain relief. Functional testing was conducted using a water filled inflation device to inflate the balloon. The balloon inflated but leaked from the guidewire hole indicating an inner leak. The inner shaft was checked and verified to be perforated 7.75 cm from the tip. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was used in a chronically totally occluded lesion. During procedure, upon inflation, it was noted that the balloon ruptured. The device was then replaced with another of the same to complete the procedure. There were no patient complications reported.